Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on december 2, 2023, a nurse in the intensive care department found that the airtightness test did not pass while preparing to use the ventilator. The equipment was immediately stopped and the department reported it to the equipment department for repair. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: on december 2, 2023, a nurse in the intensive care department found that the airtightness test did not pass while preparing to use the ventilator. The equipment was immediately stopped and the department reported it to the equipment department for repair. No patient involvement.